Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown cemented stem, #item unknown, #lot uknown . Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient has been indicated for revision due to subsidence. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.